Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a blank display. Customer stated they changed the battery six times, but the insulin pump was not functional. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to confirm if the customer retrieved the display. Customer's blood glucose was 160 mg/dl. The customer declined to return the insulin pump for analysis.